Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant the right ventricular (rv) lead was determined to be too short for the patient. The rv lead was removed and replaced with a longer lead. No patient complications were reported as a result of this event.